Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020-02970, related manufacturer reference number: 2938836-2020-02971. It was reported that the cardiac resynchronization therapy defibrillator system was explanted due to infection.